Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient reported significant relief of pain. The patient continued to have pockets of fluid in back and near the pump site. A recent catheter check showed a fully functional pump system with no spillage of cerebrospinal fluid (csf) contrast. The hcp refilled and reprogrammed the pump with an increase in bupivacaine and prialt drug concentrations. On (B)(6) 2021 it was noted that the pain had greatly improved. It was noted the patient had no pain at all. It was noted there was some bulging under and lateral to the pump, but the ultrasound showed no fluid in the same layer of the pump. On (B)(6) 2021 there was no fluid reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (unknown dose and concentration), bupivacaine (unknown dose and concentration), and prialt (ziconitide, snx-111) ( unknown dose and concentration ) via an implantable pump for unknown indications for use. It was reported that  on (B)(6) 2021 the hcp noted around the entrance on the backside and on the anterior side near the pump, there were two areas of fluid buildup, and examination confirmed the pump site has pockets of fluid.  The pump was reprogrammed on (B)(6) 2021.  On 2021-jun-01 examination revealed pockets of fluid in back and near the pump site.  The pump was reprogrammed on 2021-jun-01.  On 2021-jul-02 examination revealed bulging under and lateral to the pump.  The patient was checked by the ER staff and was negative for cultures.  The patient had no pain.  The event resulted in in-patient hospitalization.  The outcome of the event resolved without sequelae on (B)(6) 2021.  The clinical diagnosis was pump site has pockets of fluid.  The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2021.